Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. During system check with tandem technical support, it was confirmed that the occlusion was related to the cartridge. Customer changed the cartridge to address the occlusion alarm and successfully resumed insulin. Customer's blood glucose level ranged from 250-265 mg/dl.